Manufacturer narrative:
Event methods, evaluation, and conclusion codes: updated. One device was received for investigation. During visual inspection the device was observed to have damage to its front and rear cases. During functional testing the device activated an alarm on startup. Based on the results of the evaluation, the investigation confirmed the reported issues. The alarming issue was traced to the device microprocessor board, which was inoperable. The investigation attributed the root cause both observed conditions to user interface. The product's history records were reviewed and there were no non-conformance's nor service-related issues that would have resulted in the reported complaint. The rear and front house assembly and microprocessor board were replaced.

Event description:
It was reported that the device has a cracked front case, broken rear case and just alarms when powered on but nothing displays. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.